Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an air bubbles issue with the cartridge. The cartridge lot number reportedly was unknown at the time the incident was reported. There was no reported adverse event associated with this complaint. This issue is reportable because the presence of air bubbles in the cartridge can result in under delivery.